Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view consistent with shell abrasion. A rupture was observed within the shell abrasion, measuring approximately 1.3 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with 225cc smooth mentor memorygel breast implant experienced post-operative left-sided capsular contracture (unknown grade) and left-sided implant rupture. Capsular contracture was diagnosed via physical exam. As a result, the patient underwent explantation and replacement with 200cc smooth mentor memorygel breast implants, catalog # 3502001bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020, and rupture was discovered during the surgery. Implantation date provided in this report is the best estimate based on available information that the device was implanted "15 years ago," however, a discrepancy with the device manufacture date has been noted. If additional information is received, a supplemental report will be submitted as applicable.